Event description:
Event took place in (B)(6). Professional users narrative tentative translation ((B)(4) to english): three days post knee-intervention (tep), the catheter was intended to be removed from the pt. Physician found catheter in bed, patient confused, probably pulled catheter out of insertion site. X-ray visualisation did not show any foreign bodies in pt, pt was sent home and should be observed by family doctor. Pt is doing well. Catheter was sent in to manufacturer for investigation.

Manufacturer narrative:
The device has been returned to manufacturer for eval. Investigation still is not completed. The report will be summarized and sent in to FDA as soon as it is available. At this point, no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device history record and the raw material history files for the reported batch showed no recorded quality problems or rejections related to this incident. The incident seems to be caused be the pt. Investigations will focus on fragments remaining with the pt. Add'l info will be provided in a follow up report if further info is available.